Event description:
The customer reported being hospitalized diabetes ketoacidosis. The customer stated that prior her admission she was vomiting. Troubleshooting was performed after being released from the hospital. The time and date were accurate. The programming and daily totals matched with "basas" and boluses. Ran a fixed prime and high pressure tests and passed. The customer stated that she uses the reservoirs longer than three days and until the insulin runs out. Advised customer to fill the reservoirs only with enough insulin for three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.